Manufacturer narrative:
This report was impacted by emdr scheduled maintenance occurring (B)(6) 2026.

Event description:
It was reported that this spinal cord stimulation (scs) patient experienced difficulty charging the implanted pulse generator (ipg) and discomfort. The issue was attributed to patient weight loss, which resulted in the ipg flipping within the implant pocket. To resolve the issue, the ipg was replaced, and the patient elected to transition to a non-rechargeable ipg. Postoperatively, the patient was reported to be doing well with good pain relief. The explanted device was disposed of by the facility and will not be returned for analysis.